Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the pump kept turning off and sometimes it does not turn on when putting a new battery in. The customer stated that the issue started about 2 weeks ago. The customer does not have her pump with her. The customer will call back to troubleshoot the issue.